Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The reporter (pt's father) contacted lifescan (lfs) customer service on (B)(6) 2009 alleging that his daughter's onetouch ping meter read inaccurately high compared to a lab result: the reported issue first occurred on (B)(6) 2009. The pt obtained blood glucose result of "526 mg/dl" on the subject meter and "223 mg/dl" on a lab device less than 10 minutes apart. Based on statistical methodology, the calculated difference of these results exceeded the expected value of ,=20%. The csr verified that the correct testing steps were taken and that the test strips were within expiration date. It was noted that a non health care professional treated the pt with an unspecified dose of humalog at the same time the reported issue occurred; however, the pt reportedly did not develop any symptoms. The reporter also claimed that the subject meter readings did not "match" a onetouch ultra2 meter, but no results were provided. There is no indication that the product caused or contributed to an adverse event. The pt did not suffer from any serious injuries and did not receive any form of medical intervention. However, this complaint is being reported because reported results did not meet lifescan's accuracy criteria. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.